Event description:
The initial attorney report alleged pain, permanent injuries, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006: repair of a ventral hernia with a composix kugel patch. On (B)(6) 2007: office visit. Recurrent ventral hernia confirmed on exam and CT scan. On (B)(6) 2007: repair of ventral hernia. On (B)(6) 2007: office visit. Induration of the wound with a question of seroma. On (B)(6) 2007: office visit. Recurrent ventral hernia. On (B)(6) 2007: removal of composix kugel mesh and repair of abdominal wall defect. On (B)(6) 2007: noted to be healing well. On (B)(6) 2008: new bulge and pain in lower abdomen, found to have recurrent ventral hernia. On (B)(6) 2008: repair of ventral hernia unspecified marlex mesh and lysis of adhesions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The pt is a one pack a day smoker and has comorbidities including obesity and multiple abdominal surgeries. The info provided indicates that the pt was treated for a seroma and a recurrence, both of which are known adverse events listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question.